Event description:
It was reported that bd syringe 1ml ll had leakage past the stopper. Verbatim: complaint via email. Email(s) attached. On 31mar2026 x was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue, ci-dull injection needle on 31mar2026, x medical information was notified of an event: "the needle was too blunt additional information: for the reported observation of moisture behind the plunger, if this issue has already been reported to bd, please provide the corresponding reference number. Please provide reference numbers as this was not previously reported. If the issue has not been previously reported, kindly share the material number and batch/lot number of the syringe involved. 309628 : 3324199 please confirm whether the syringe sample has already been returned to us. If not, kindly let us know if you require an additional shipping label for its return. Sample will be shipped later today. Shipping label has already been provided and it not required

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.